Event description:
The consumer was transferring from the bed to a commode. Their hands were placed on the portion of the armrest where it bends downward in the front. When pressure from the consumers weight was placed on the armrest, the armrest allegedly moved posteriorly, causing it to miss the pin locking mechanism, which resulted in the consumer falling down and breaking a toe.

Manufacturer narrative:
No serial number has been provided. Age of device is unknown. Incident had occurred during transfer. Unclear if arm was fully engaged. Device does remain in use. Information available indicates a potential user error.